Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported by the patient that infusion set tube was detached at the time of sleeping due to which hyperglycemia occurs within 2 days of use. Infusion set was placed in leg. High blood glucose level was 22 mmol/l and current level was 16 mmol/l. No further information available.